Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that the insulin cartridge had leaked insulin while filling it. No adverse event was reported. The insulin cartridge was requested to be returned for product evaluation.